Manufacturer narrative:
This product is registered as a combination product. UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a device upgrade. Interrogation showed the patient's atrial lead was sensing noise and the impedance was low. The patient also mentioned they had twitching in their arm which the physician believed to be due to the high amplitude on the atrial pulses. The physician performed programming changes. The patient was stable throughout.